Event description:
Technician alleged that the right siderail would not stay in the upright position.

Manufacturer narrative:
The technician found the right siderail had a broken end tube. Technician replaced the broken end tube to resolve the issue.